Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited excessive battery discharge. It was noted that the device had reached elective replacement indicator (eri) on (B)(6) 2020. All impedances dropped mid (B)(6) 2020. Also, the device was not capturing due to low battery. However, the device was sensing normally. The device was explanted and replaced on (B)(6) 2020. The replacement device exhibited normal function. The patient was stable post procedure.

Manufacturer narrative:
The reported field event of premature battery depletion was confirmed in the laboratory. The event of failure to capture was consistent with premature battery depletion. The monthly unloaded battery measurement trend was reviewed, and a sharp drop was recorded between july and august of 2020. The battery voltage was 2.06v on july 4, 2020 which dropped to 0.63v on aug. 4, 2020. The longevity calculations based on programmed settings and usage data showed the battery depletion was premature. The device was tested on the bench with no source of high current observed. The battery was returned and tested by the supplier. Non-shorting lithium clusters were found in the cell. The presence of non-shorting lithium clusters is normal, and they are in conformance with the intent of the internal insulation design. The cause of premature battery depletion was undetermined.